Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex and impella cp for mechanical circulatory support (mcs). Initially, the impella cp was implanted and during the percutaneous coronary intervention, the patient began to have frequent suction alarms. Right heart catheterization was performed and a pulmonary artery pulsatility index was calculated of 0.5. The decision was then made to place an impella rp flex for bipella support. Within approximately three to four hours after returning to unit, the patient began to lose pulsatility on the impella cp. Mean arterial pressures were sustained in the 40¿s and 50¿s despite current support and vasopressor medications. The impella cp was repositioned at bedside which appeared to be stuck in the papillary muscle. Flows were diminished at 2l on performance level p-8. Impella rp flex flows reduced to avoid pulmonary edema. Decision was made to transport patient to catheterization lab to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO). After arriving, the patient went into cardiac arrest. Cardiopulmonary resuscitation was initiated. The impella cp was removed and left femoral artery cannulated for ECMO. The left femoral vein was also cannulated. The impella rp flex was being explanted at time of ECMO cannulation and initiation. At time of impella rp flex explant, air was induced into ECMO venous line, which air locked and stopped ECMO circuit. No pulse was assessed. Decision was made to cease cardiopulmonary and resuscitation efforts and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two device manufacturing reports associated with the patient implant experience. Refer to initial medical device report for the impella cp serial number (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6) .

Manufacturer narrative:
The investigation for the removal issues has been completed. Clinical details state that the patient went into cardiac arrest after continued decline on both rp and cp support. The cp was explanted and ECMO was cannulated on the left femorals and initiated. After explant of the rp flex, air was introduced into the ECMO venous line. This was caught by the air lock but the patient ultimately expired. No product was returned and logs were not available for the case. The cause of the unspecified (allegation) - death as it relates to the removal of the device was not determined since product was not returned and lack of clinical details. The instructions for use for the impella rp smartassist system with automated impella controller stated the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: g1-reporting contact last name corrected.